Event description:
The device was used during a low anterior resection procedure, a tl60 was used for a rectal stump. An autosuture purse string device was used in the procedure, everything ok. Good donuts. Checked for air leaks, none. The consequence was the pt expired 7-8 days post-op. Surgeon claims the anastomosis broke down. Older pt. Co spoke with the r6. He thought that there was too much tension in the anastomisis.